Event description:
It has been reported to philips that system could not start up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the x ray pc. The fse replaced the x ray pc and reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start up. Upon functional testing fse found problem with the x ray pc. The fse replaced the x ray pc and reinstalled the software. After replacement of the x ray pc and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.